Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the clip could not be detached from the coil sheath. The clip stuck and the slider did not release the clip from the coil sheath. A foreign body that appeared to be of biological origin was adhered to the clip and the tip of the coil sheath. When the clip was re-fitted to the tip of the coil sheath, the foreign object interfered and the clip could not be removed from the coil sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the clip became stuck on the hook, possibly due to a foreign object of biological origin adhering to the clip and hook. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. ¿do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information was obtained from the olympus sales representative (on behalf of the customer). The gripped mucus membrane clip could not be released from the applicator, it was removed according to procedure in the instruction manual. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the single use repositionable clip could not be separated from the main body during an endoscopic mucosal resection procedure, and clipping could not be performed. The physician moved the scope and handle and pulled it up with the clip still attached to the main body. There was no exfoliation inside the body. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The procedure was therapeutic and there was a 15 minute delay. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated b5, h10.